Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Could not duplicate customer's complaint of electrodes were shooting sparks. Unit was evaluated, many attempts of testing, and diagnostics were made, no problem was found, unit passed all diagnostic and functional tests. The scratched top plate and missing dust cover were replaced. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that the first two electrodes were shooting sparks during a rotator cuff procedure. A second generator and third electrode were used to complete the procedure with no consequence to the patient but a five minute delay in the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.